Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 4 mdrs filed for the same patient (reference 1825034-2014-05106/05109).

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty (B)(6) 2004 and right total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reported that a left hip revision procedure was performed on (B)(6) 2011 due to patient allegations of pain, acetabular cup loosening, bone/tissue death, lesions, metal poisoning, metallosis and elevated metal ion levels. A revision procedure has not been reported for the right hip. A review of the invoice history confirmed all surgery dates and suggests the acetabular cup and modular head were removed and replaced with competitor acetabular components and a biomet modular head during the left hip revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty (B)(6) 2004 and right total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reported that a left hip revision procedure was performed on (B)(6) 2011 due to patient allegations of pain, acetabular cup loosening, bone/tissue death, lesions, metal poisoning, metallosis, and elevated metal ion levels. A revision procedure has not been reported for the right hip. A review of the invoice history confirmed all surgery dates and suggests the acetabular cup and modular head were removed and replaced with competitor acetabular components and a biomet modular head during the left hip revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient operative (op) notes reports the patient was revised on the left hip due to pain. Revision op report notes a vertical and anteverted cup, the start of a lytic lesion around the acetabulum, metallosis, and an osteolytic defect approximately 5 to 6 cm volume within the superior aspect of the acetabulum.